Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the ceramic battery filter capacitors. The analyst noted: circuit and x5r capacitor were checked. Battery current drain measured 34 microamps. Capacitor pair c85/c86 current drain measured 21 microamps. Capacitor pair c41/c42 current drain measured 49 microamps.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).